Event description:
Reportable based on analysis completed on 15nov2011. It was reported that during a stenting treatment procedure the device was unable to cross the lesion. The 73% stenosed target lesion was located in the severely calcified and moderately tortuous left anterior descending artery. The lesion was predilated with a maverick 2.0 x 20 mm balloon catheter and the 3.0 x12mm promus element mr stent delivery system was advanced but was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. However, device analysis revealed stent damage. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR.: the returned device consisted of a promus element monorail stent delivery system. There was contrast in the inflation lumen. The stent was centered between the markerbands on the tightly folded balloon. There was stent damage at the middle of the stent with the struts flared. Magnified inspection presented no damage or irregularities that could have caused or contributed to the reported crossing difficulty. A thorough analysis of the returned device could not confirm the complaint event. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).